Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced vaginal erosion, recurrent urinary tract and bladder infections, mesh erosion, bladder perforations, incontinence, and abdominal and pelvic pain as results of the implantation. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number 0ml8063201, could not be matched to the reported device. Therefore, the lot expiration and device manufactured dates are unknown at this time.